Event description:
The customer reported that he is using a back up plan per doctor's instructions. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with cracked battery tube threads and protruded/loose drive support disk.